Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no physical damage on the biopsy channel. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) section: operation manual: 3.8 inspection of the endoscopic system: inspection of the instrument channel olympus will continue to monitor field performance for this device.

Event description:
The customer reported that after a procedure whereby the evis exera iii colonovideoscope was used, the cleaning brush or borescope could not be passed through the biopsy channel during reprocessing. The device was returned for evaluation. During evaluation, foreign material was found in the biopsy/instrument channel. This medical device report (MDR) is being submitted to capture the reportable malfunction (foreign material) found during evaluation.

Manufacturer narrative:
The device evaluation found the following additional issues: the distal end had dents and scratches; the objective lens adhesive was worn; the light guide lens adhesive was worn; the bending section adhesive was cracked; the insertion tube was scratched; and the light guide tube was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.